Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by performing a pump reset on their own and may continue to use the pump. They were instructed to call back if any malfunction code recurs, and the caller acknowledged and understood this guidance.